Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The returned items were the actual sample (runthrough ns izanai) and the combined device (anteowl wr). Appearance inspection of the actual sample (digital microscope): there was no appearance anomaly in the platinum coil section. The coils at approximately 35 mm and at 164 mm from the distal end were disturbed. No appearance anomalies were found in the other parts of the actual sample. Dimensions: the outer diameters of the platinum coil section, the stainless-steel coil section, and the shaft section met the factory's control standards. No anomaly was found. Combination test: an attempt was made to combine the actual sample with a factory-retained microcatheter (headway17). The microcatheter became caught at approximately 164 mm from the distal end where the disturbed coils were observed, preventing further insertion. Another attempt was made to combine the returned anteowl with a factory-retained runthrough ns izanai from the same product code. The insertion was possible without resistance, indicating that the anteowl had no anomaly. Therefore, it was unlikely that the anteowl related to this issue. No anomaly was found in the manufacturing record and the shipping inspection record. No similar event has been reported. Past simulation test: using a test sample, the stainless-steel coil section was subjected to a clockwise torque force while being held in a sticking state. Consequently, the coils in the stainless-steel coil section became disturbed. Based on the investigation results, no anomalies were found in the manufacturing history records and in the dimensions. On the other hand, the combination test using a factory-retained microcatheter showed that the area where the disturbed coils were observed was caught on the microcatheter, preventing any further insertion. This suggests that the sticking of the actual sample was a result of the coil disturbance. However, since the competitor's microcatheter that was used in combination with the actual sample was not returned, and the details of the procedure were unclear, it was not possible to clarify the cause of the occurrence. Based on the findings from investigation results, it can be inferred that the stainless-steel coil section may have experienced a torque load while being in a sticking state due to a certain factor. However, since the details of the procedure were unclear, it was not possible to clarify the factors that caused the sticking state and the timing of occurrence. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the runthrough izanai was used for the lesions in numbers 2-3. With a caravel microcatheter, the izanai successfully passed through the lesions. However, when attempting to introduce the anteowl after the passage, there was difficulty in passing through. Subsequently, attempts were made to use a balloon and other devices with a guide extension; however, the devices could not pass at all. The caravel, which was being used concurrently, also became stuck and fractured. Eventually, the entire system, including the caravel and izanai, was removed. The asahi intecc wire and zizai were used together to successfully pass through. There were no issues with device passage afterwards. After the procedure, visual inspection of izanai revealed visible foreign matter adhered to it. Although it was reported as foreign matter, upon closer examination, it appeared to be a disruption in the coils. There was a disarrayed coil about 17 cm from the tip, forming a ball-like shape and appearing black. There was no patient injury and/or medical or surgical intervention required. The procedure outcome was not reported. There was no patient harm or impact.